Event description:
The customer reported that the system failed to boot to a usable state anda exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to restart the system. The system was tested and found to be working as intended and put back into service.